Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range right ventricular (rv) lead pacing impedances and high threshold measurements. There is no evidence of noise or inappropriate therapy. Boston scientific technical services (ts) suspects lead tip calcification which is known to cause a gradual increase in impedances, however this was not confirmed. No adverse patient effects were reported. As of today the device remains in service.